Event description:
Customer reported that recurring erroneously low sodium results were generated by the unicel dxc 600i synchron access system. System maintenance and calibration is performed daily. The results were reported out of the laboratory. The customer recalibrates the system then retests the affected samples. Corrected results were issued. It is not known if there were any changes to the pt's care or treatment. There is no report of any serious injury or need for medical intervention to prevent or preclude a serious injury.

Manufacturer narrative:
No service call was made to the facility; accordingly, the system was not evaluated. No conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 to (B)(6) 2010 for add'l reportable events.